Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision procedure as the device was empty. The entire ipp was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision procedure as the device was empty. The entire ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders exhibited wear at folds with broken fabric thread in the middle of the cylinder bodies. Both cylinders exhibited leaks consistent with sharp instrument damage, likely occurring during the explant procedure. The pump was visually and microscopically examined, and leak tested. No leaks were found. Based on the information available and analysis results, the reported fluid loss was not confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision procedure as the device was empty. The entire ipp was removed and replaced. No patient complications were reported.